Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the reported event, of a no-power issue, could not be adequately investigated due to cs-163 call service alarm; thus no conclusions could be determined in this regard. Several reboot events, which are potentially indicative of the reported event, were observed in the black box data. A battery cap was not returned with the pump; a test battery cap was used during all steps of the analysis. No evidence of moisture ingress was observed in the battery compartment. However, the battery compartment was observed to be cracked. The pump failed a leak test due to the aforementioned battery compartment damage. During investigation, a no cartridge detected cs-163 call service alarm was observed. The pump case was removed, and corrosion was observed on the force sensor plate and flex connector. The relation of the aforementioned device failures to the reported event could not be determined, as the reported event was not duplicated. Unrelated to the reported event, the display screen was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, evidence of moisture ingress was observed in the battery compartment, and the pump was experiencing a no-power issue. Also, it was reported that the metal contacts of the battery cap were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.